Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The noise was able to be reproduced with movement of the pectoral muscles. Device data was sent to technical services (ts) for review. As the patient was implanted with a system at a young age, ts discussed placement optimization could be considered and recommended performing an x-ray. X-ray was subsequently completed with no concern of system placement. Additional information was received that this patient was hospitalized after receiving an inappropriate shock. Further evaluation is expected at the next follow up appointment. No additional adverse patient effects were reported.